Manufacturer narrative:
Concomitant products : 5076-52 lead, implanted (B)(6) 2007; 4194-88 lead, implanted (B)(6) 2007; 5076-58, implanted (B)(6) 2014.

Event description:
It was reported that the patient experienced inappropriate shocks due to a fracture of the right ventricular pace/sense lead. The lead also had high pacing impedance. It was also noted the patient fell and required stitches in the lip, plus there was bruising of the body. The lead was capped. It was also reported that the device had early battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.